Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that five months and two days post a port placement in the caval-atrial junction via the the right internal jugular vein, the patient was allegedly diagnosed with bacteremia and blood culture test resulted positive for methicillin sensitive staphylococcus aureus bacterial infection. It was further reported that the patient allegedly developed with sepsis secondary to methicillin sensitive staphylococcus aureus bacteremia as a result of the defective infected port. Reportedly, the infected port was removed completely intact. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that five months and two days post a port placement in the caval-atrial junction via the right internal jugular vein, the patient was allegedly diagnosed with bacteremia and blood culture test resulted positive for methicillin sensitive staphylococcus aureus bacterial infection. It was further reported that the patient allegedly developed with sepsis secondary to methicillin sensitive staphylococcus aureus bacteremia as a result of the defective infected port. Reportedly, the infected port was removed completely intact. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided. Approximately five months and two days post a port placement the patient was allegedly diagnosed with bacteremia and blood culture test resulted positive for methicillin sensitive staphylococcus aureus bacterial infection. It was further reported that the patient allegedly developed with sepsis secondary to methicillin sensitive staphylococcus aureus bacteremia as a result of the defective infected port. Around three days later, the patient underwent removal of the port. Reportedly, the infected port was removed completely intact. Therefore, the investigation is confirmed for the reported bacterial infection issue based on the medical records. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.